Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number: 4081463. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A single device was returned to aid in our investigation. The needle and catheter were investigated by visual and functional analysis for penetration. The returned device was found to be visual and functional consistent with product specification and free of any abnormalities. The reported difficulty with penetration could not be confirmed. Additionally, our engineers observed the presence of blood at the location of the septum of the device. Closer inspection of the septum was not able to identify any known issues with the septum that would have led to the observed leak. Our engineers were not able to identify the root cause for leakage at this time and are currently conducting an in-depth CAPA investigation into all potential causes. This process will take time and we appreciate your patience. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. The patient had a fever for 1 day and was diagnosed with acute upper respiratory tract infection. He was treated with infusion in the outpatient clinic. On (B)(6) 2024, during the insertion of the indwelling needle, the needle was not inserted smoothly, and blood overflowed from the needle core hole when it was pulled out, resulting in the failure of the indwelling needle puncture. A new indwelling needle was replaced and the puncture was successful again.